Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3 date of event and d6a implant date: used the first day of the month of the bsc aware date since the event date was not provided.

Event description:
It was reported that shaft break and balloon detachment occurred. The patient presented with st-elevation myocardial infarction (stemi) and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery (rca). A 5.00 x 12mm synergy megatron drug-eluting stent was advanced and successfully deployed. The physician then pulled negative once and the guidewire was pulled in an attempt to remove the stent delivery system. Once the device was removed from the body, it was noted that the delivery system balloon was no longer attached to the catheter. Fluoroscopy revealed that the balloon was lodged inside the guide catheter. The physician acknowledged that the delivery system was likely removed prior to the balloon being sufficiently deflated causing the distal end of the catheter to snap after becoming caught on the guide catheter. The procedure was successfully completed with no patient complications.